Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of the customer called to report that the customer had passed away in a hospital. The cause of death was scleroderma. The caller stated that the customer was hospitalized on (B)(6) 2015, and saw many doctors until the date of passing. The caller stated that the customer had kidney failure, had a stroke which caused the customer to go blind. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death. The customer disconnected the insulin pump at end of december. The customer was using sensors but was not wearing one at the time of death. The caller stated that they want to give the insulin pump to their niece, who also uses an insulin pump and needs to switch to a new insulin pump. The caller was directed to the appropriate department.